Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated a technical alarm indicating an on/off switch error and high internal temperature. There was no patient involvement. (B)(4)

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and the o2 gas module was replaced and returned for investigation. Simulated use test of the o2 gas module in a ventilator confirmed the reported technical alarm indicating an on/off switch error and high internal temperature. The failure was caused by a defective pressure transducer on a printed circuit board inside the o2 gas module, falsely triggered the reported technical alarm. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the supply pressure transducer usually leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. In this case it will trigger the safety valve to open and the ventilation will be stopped. Evaluation of the received device logs shows that the matching event on july 31 14:30, had several technical alarm indicating an on/off switch error and high internal temperature. (B)(4). Ref. Exemption #: e2018003. (B)(4).